Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application, kinks in tubing and damaged component. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review was performed for the product and failure mode reported, there has been no further complaints of this nature reported. File held within the pilgrim/eqms system. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a foam filler kit, the dressing was not compressed. However, it was not confirmed that the soft port was damaged. The treatment was continued with a back-up dressing. There was no delay. There was no patient harm.